Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a sensor glucose level of 59 mg/dl and a blood glucose level of 120 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specification due to high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.